Event description:
A medtronic representative received a report from a site that on the previous day there was a burning smell coming from their o-arm 1000 imaging system. The site stated they used the system for procedures normally. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement 8-pack battery kit, 6-pack battery kit and diode cable shipped to site (B)(4) 2014. Suspect diode cable returned on (B)(4) 2014. Battery kits have not been returned to manufacturer for analysis. - (B)(4) 2014, a medtronic representative, following-up at the site, reported diode on battery tray 1 appears to be blown. - (B)(4) 2014, a medtronic representative performed an imaging system check-out. Replaced diode on battery tray one and all six batteries in the tray. Tested system, ready for use. System performed as intended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the suspect diode cable assembly confirmed the reported problem. The diode burnt due to electrical over stress. Low resistance across diode 200 ohms.